Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump was over and under delivering insulin. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the pump lasts 4 to 5 days because it is very inaccurate. The customer had been off the pump for 4 months and when a new battery was inserted, the pump rejected multiple batteries and had cosmetic damage on the pump display. The pump also takes longer to rewind and alarmed with no delivery alarms multiple times. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.